Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device-location of device'), genital haemorrhage ('abnormal bleeding (general)') and thrombosis ('blood or heart disorder/condition type: blood clots') in a 43-year-old female patient who had essure (batch no. A38613-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section in 2002, stress, itch, abdominal distension, dysuria, nocturia, diarrhea, tenderness, uti, hematochezia, constipation, loose stools, hemorrhoidal bleeding, lymphoid hyperplasia of intestine, colitis, erythema, overweight, smoker, anxiety, stress urinary incontinence, menometrorrhagia, irritable bowel syndrome, arthritis, crohn's disease, micturition urgency and menometrorrhagia. Previously administered products included for contraception: mirena. Concurrent conditions included gastroenteritis, colon ulcer, internal hemorrhoids, weight loss, skin lesion, actinic keratosis and neck swelling. Concomitant products included intrauterine contraceptive device (iud nos) since 2007 for birth control as well as alprazolam (xanax), ibuprofen, ondansetron (zofran), oxycodone hydrochloride;paracetamol (percocet), paracetamol (tylenol) since (B)(6) 2012 and sertraline hydrochloride (zoloft) since 2009. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced thrombosis (seriousness criterion medically significant), pelvic pain ("pain pelvic/pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines / headaches"), nausea ("nausea") and depression ("psychological or psychiatric problems condition: depression"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and genital haemorrhage (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, thrombosis, pelvic pain, dysmenorrhoea, menorrhagia, vaginal haemorrhage, migraine, nausea and depression outcome was unknown. The reporter considered depression, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, thrombosis and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy: date of insertion previously reported (B)(6) 2009. The patient did not have her essure removed, however, is currently planning for removal. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: migration of essure device. Ultrasound scan vagina - on (B)(6) 2018: migration of essure device. (Coils were out of the fallopian tubes). Concerning the injuries reported in this case, the following ones were confirmed in patients medical records : pelvic pain, dysmenorrhea, depression, nausea, menorrhagia, migraine. Most recent follow-up information incorporated above includes: on 8-aug-2019: update of ptc information (batch is not valid). Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device-location of device'), genital haemorrhage ('abnormal bleeding (general)') and thrombosis ('blood or heart disorder/condition type: blood clots') in a 43-year-old female patient who had essure (batch no. A38613-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section in 2002, stress, itch, abdominal distension, dysuria, nocturia, diarrhea, tenderness, uti, hematochezia, constipation, loose stools, hemorrhoidal bleeding, lymphoid hyperplasia of intestine, colitis, erythema, overweight, ex-smoker, anxiety, stress urinary incontinence, menometrorrhagia, irritable bowel syndrome, arthritis, crohn's disease, micturition urgency and menometrorrhagia. Previously administered products included for contraception: mirena. Concurrent conditions included gastroenteritis, colon ulcer, internal hemorrhoids, weight loss, skin lesion, actinic keratosis and neck swelling. Concomitant products included intrauterine contraceptive device (iud nos) since 2007 for birth control as well as alprazolam (xanax), ibuprofen, ondansetron (zofran), oxycodone hydrochloride;paracetamol (percocet), paracetamol (tylenol) since (B)(6)2012 and sertraline hydrochloride (zoloft) since 2009. On (B)(6)2012, the patient had essure inserted. In (B)(6)2013, the patient experienced thrombosis (seriousness criterion medically significant), pelvic pain ("pain pelvic/pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines / headaches"), nausea ("nausea") and depression ("psychological or psychiatric problems condition: depression"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and headache ("headaches,"). The patient was treated with surgery (essure removal scheduled on (B)(6)2019). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, thrombosis, pelvic pain, dysmenorrhoea, menorrhagia, vaginal haemorrhage, migraine, nausea, depression, abdominal pain and headache outcome was unknown. The reporter considered abdominal pain, depression, device dislocation, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, thrombosis and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy: date of insertion previously reported (B)(6)2009 the patient did not have her essure removed, however, is currently planning for removal. Patient received treatment for dysmenorrhea (cramping),chronic, pelvic/abdominal pain, general. Abnormal. Bleeding ,menorrhagia (heavy menstrual bleeding), migration, migraine, headaches, nausea, blood clots. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: migration of essure device. Ultrasound scan vagina - on (B)(6)2018: migration of essure device (coils were out of the fallopian tubes). Concerning the injuries reported in this case, the following ones were confirmed in patients medical records : pelvic pain, dysmenorrhea, depression, nausea, menorrhagia, migraine. Most recent follow-up information incorporated above includes: on 17-sep-2019: pfs received events "abdominal pain, headaches" were added. Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device-location of device'), genital haemorrhage ('abnormal bleeding (general)') and thrombosis ('blood or heart disorder/condition type: blood clots') in a (B)(6) year old female patient who had essure (batch no. A38613) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section in 2002, stress, itch, abdominal distension, dysuria, nocturia, diarrhea, tenderness, uti, hematochezia, constipation, loose stools, hemorrhoidal bleeding, lymphoid hyperplasia of intestine, colitis, erythema, overweight, smoker, anxiety, stress urinary incontinence, menometrorrhagia, irritable bowel syndrome, arthritis, crohn's disease, micturition urgency and menometrorrhagia. Previously administered products included for contraception: mirena. Concurrent conditions included gastroenteritis, colon ulcer, internal hemorrhoids, weight loss, skin lesion, actinic keratosis and neck swelling. Concomitant products included intrauterine contraceptive device (iud nos) since 2007 for birth control as well as alprazolam (xanax), ibuprofen, ondansetron (zofran), oxycodone hydrochloride;paracetamol (percocet), paracetamol (tylenol) since (B)(6) 2012 and sertraline hydrochloride (zoloft) since 2009. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced thrombosis (seriousness criterion medically significant), pelvic pain ("pain pelvic/pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines / headaches"), nausea ("nausea") and depression ("psychological or psychiatric problems condition: depression"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and genital haemorrhage (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, thrombosis, pelvic pain, dysmenorrhoea, menorrhagia, vaginal haemorrhage, migraine, nausea and depression outcome was unknown. The reporter considered depression, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, thrombosis and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy: date of insertion previously reported (B)(6) 2009 the patient did not have her essure removed, however, is currently planning for removal. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan on an unknown date: migration of essure device. Ultrasound scan vagina on (B)(6) 2018: migration of essure device (coils were out of the fallopian tubes). Concerning the injuries reported in this case, the following ones were confirmed in patients medical records : pelvic pain, dysmenorrhea, depression, nausea, menorrhagia, migraine. Most recent follow-up information incorporated above includes: on 29-jul-2019: pfs and mr received- previously reported event ¿injury nos¿ replaced with pelvic pain. New events added : abnormal bleeding (general), ¿blood or heart disorder/condition type: blood clots, migraine headaches, migration of essure device, nausea, depression, dysmenorrhea (cramping),abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), ¿, medical history, concomitant conditions, concomitant drugs , reporter¿s information , patient¿s demographics , lot number, lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.